Event description:
Hcp reported pt experienced "central cord syndrome" post implant of a specify lead. Pt has one arm paralyzed with diffuse but not dense weakness. Pt is making progress in rehabilitation but also has no relief of pain from stimulation. The surgical procedure was deemed to be uneventful as the lead was inserted without any difficulties. Hcp and hosp is investigating possible causes for this event.